Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. The patient was implanted with (B)(6) on (B)(6) 2021. The patient experienced right ventricular failure, and a centrimag right ventricular assist device (rvad) was placed. The patient continued to decline, ventricular fibrillation was noted, and the patient was placed on extracorporeal membrane oxygenation (ECMO). The patient ultimately expired in the operating room. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. (B)(6) was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists right heart failure, cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 6 lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12apr2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. (B)(6) was not explanted for evaluation. The outcome was reportedly not device or therapy related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12apr2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists right heart failure, cardiac arrhythmia, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure, as well as possible treatments. Section 6 lists arrhythmia and thromboembolism as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. The IFU also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cause of death was disseminated intravascular coagulation (dic).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was admitted for heartmate 3 implant. The right ventricle failed which required right ventricular assist device (rvad) centrimag placement. The patient was converted to extracorporeal membrane oxygenation (ECMO) and the patient went into ventricular fibrillation. The patient expired on (B)(6) 2021 in the operating room.